Event description:
It was reported that a catheter issue occurred. The target lesion was localed in the forepart of the left anterior descending artery. The opticross imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, while the device was inside the patient, the connection part was fractured. The procedure was completed with another of the same device. The patient condition following the procedure was stable.

Manufacturer narrative:
The device was returned for analysis. Visual and microscope inspection revealed the anchor housing was detached from the female telescope, the sheath and imaging window were kinked. There was a cut at 22.2 cm from the distal end of the connector shaft and was not returned for analysis.

Event description:
It was reported that a catheter issue occurred. The target lesion was localed in the forepart of the left anterior descending artery. The opticross imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, while the device was inside the patient, the connection part was fractured. The procedure was completed with another of the same device. The patient condition following the procedure was stable.